Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) the patient underwent an unanticipated revision surgery because the cortex screws broke (the first surgery was on (B)(6)). The breakage of the screws occurred on (B)(6) in a no-load status for the patient. The sales rep noticed that the 6 screws were broken. The screws were used with a not stryker titanium nine holes plate.